Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump depleted battery life prematurely, requiring a new battery in 3 days. The most recent blood glucose reading was 167 mg/dl. The customer's husband stated that the buttons have become less responsive than before. He also noted that the screen was difficult to read, so the customer used the backlight feature frequently. He reported that sometimes a bolus reminder alarm would be left unattended for about 30 minutes when the customer was in a noisy environment. The caller did not proceed with the troubleshooting step of cleaning the battery cap because he did not want to risk stopping the insulin pump's function. Advised that a replacement cap would be sent. The customer reported 2 error alarms as well. No significant events leading to keypad issues. Advised replacement of the insulin pump. Nothing further reported.